Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism failed to activate when attempting to retract the needle. The following information was provided by the initial reporter, translated from portuguese: "safety mechanism failed to be activated.".

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism failed to activate when attempting to retract the needle. The following information was provided by the initial reporter, translated from portuguese: "safety mechanism failed to be activated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.